Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, on the compact plus meter within 10 minutes: 1.2 mmol/l and 7.8 mmol/l. No death or serious injury reported. Requested return of the alleged device for evaluation and replacement was sent.